Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Contra-angle handpiece 114600 (2018) (collet defective). Foot control 155321 (loose contact) defective, replaced with 191193. Lip clip cable (broken plug) defective, replaced. Micromotor gmr1871382 tested, without errors. Delivered without file clips / cables. Function test and test measurements without errors.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files. The event outcome is unknown as of this MDR evaluation.